Event description:
In 2009, the ventilator alarm went off and the patient was immediately ambu-bagged by the staff. The ventilator was exchanged without any harm or change of condition to the patient. The ventilator was serviced by the manufacturer, and the autozero solenoid was replaced. The ventilator was returned to service.